Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, inflation was performed from the location where the distal end was inserted into the lesion and was gradually advanced, but the balloon rupture at about 1atm during the third inflation after being inflated for 15 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.